Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl. The cause was not known. The customer went to the emergency room (ER) for chest pains and was admitted to the hospital. The customer alleged that "something was wrong with the pump" and was the cause of the low bg. The customer could not recall further details regarding the event. The customer reverted to using insulin injections for insulin therapy.